Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell out of the jaw of the device. A like device was used to complete the case. Patient consequence is unknown. No further info available.

Manufacturer narrative:
D4: lot number = c4du6a (second number provided).